Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced cardiac arrhythmia on (B)(6) 2019. The type of arrhythmia was noted to be sustained ventricular fibrillation in hypokalemia. The patient was shocked with antitachycardia pacing and was given amiodarone. The event resolved on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The hospital declined to provide additional information about the patient's history. The patient remains ongoing on hm3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jan2016. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.